Manufacturer narrative:
During investigation, visible bloodstains were observed in hub assembly. It was observed that the guidewire exit port was lifted. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire that was used during the procedure was not returned. A guidewire (0.014") was inserted, and there was no indication of any resistance for tracking the guidewire. Furthermore, upon image characterization testing, good square image appeared in the system and the product performed within specification. No kink was observed in the sheath assembly. On april 12, 2006, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance (washington, dc) and deemed appropriate to further mitigate patient risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: after the s670 3.0/18mm stent was placed to proximal to mid lad, this product was used. The proximal gw port of this product got stuck with the placed s670 stent's strut during the imaging operation. Therefore, after advanced to the distal, a re-inflation of the s670 stent was carried out. Then this product was able to remove from the patient inside. The customer hoped the investigation about the status of distal section (gw port). Particularly, he hoped to know about problem of aspect of product material. Used gc was launcher 7f jl 4.0. Used balloon catheter was sprinter 2.5/20mm. Used gw was neo's renate.